Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. (B)(4). The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017, that the patient¿s spouse contacted the lvad team and the patient¿s hemoglobin had decreased from 10.9 g/dl to 8.0 g/dl over the last 3 weeks. The patient complained of dizziness, fatigue and had 2 falls on (B)(6) 2017. The patient was admitted into the hospital on (B)(6) 2017. Esophagogastroduodenoscopy performed on (B)(6) 2017 showed a large, non-bleeding ulcer at the pylorus and bleeding gastric arteriovenous malformation that was treated with argon plasma coagulation (apc). The colonoscopy performed on (B)(6) 2017 did not demonstrate pathology to explain the hemoglobin drift. Two units of packed red blood cells were given.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient''s gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.